Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure four in.pact av access were used to treat the left arm. Approximately 6 months post procedure patient suf fered stenosis-occlusion involving the basilic outflow vein, axillary vein, and subclavian vein. Re-intervention of basilic outflow vein, axillary vein, and subclavian vein. Balloon angioplasty was carried out. Patient recovered.

Manufacturer narrative:
Update received 09 jun 2025: the patient suffered stenosis-occlusion involving the basilic outflow vein, axillary vein, and subclavian vein occurring at arteriovenous fistula site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.